Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had high blood glucose of 464 mg/dl. She stated that earlier it was 500 mg/dl, she tried to treat with the insulin pump but the device alarmed no delivery. The customer changed the insertion site and ate food before bed, before the high blood glucose incident. So, she changed the site of insertion again, delivered insulin with the device, but the blood glucose did not decrease. She waited 2 hours and then treated with 4 units of insulin with manual injection, which decreased the blood glucose to 409mg/dl but increased to 464mg/dl. The customer stated that the cannula was not bent but the adhesive patch was wet. The customer declined to troubleshoot for the high blood glucose stating that she only wanted advice about the correct amount of bolus to be taken. She was advised that the technicians cannot give medical advice. She treated with manual injection and the blood glucose decreased to 401 mg/dl. Nothing further was reported.